Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. Customer was not using auto mode feature. Customer was treated with the intravenous fluid and manual shot. Customer was alleging insulin pump for under delivering because infusion set had air bubbles. Customer did the high pressure test and the test was failed. Customer stated that there was no leak. The insulin pump will not be returned for analysis.